Manufacturer narrative:
The investigation concludes that lower than expected vitros nt-probnp ii (nbnp2) results were obtained when processing two different levels of non-vitros biorad quality control fluids on two different vitros nbnp2 reagent lots tested on a vitros xt7600 integrated system. The assignable cause of the lower than expected results was an instrument-related performance issue. A review of instrument data log files indicated the presence of improper temperature codes with the final well wash head and that the luminometer photon values were too high. An ortho field engineer went on site and performed necessary adjustments to the final well wash head and performed a full luminometer calibration, which requires calibrating all vitros microwell assays. Acceptable vitros nbnp2 performance was obtained after the service actions were completed. It is unlikely a vitros nbnp2 reagent issue contributed to the event as two different reagent lots were affected and acceptable performance was obtained using one of the affected reagent packs after the service actions were completed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros nbnp2 lots: 0510 or 0525.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros nt-probnp ii (nbnp2) results were obtained when processing two different levels of non-vitros biorad quality control fluids on two different vitros nbnp2 reagent lots tested on a vitros xt7600 integrated system. Vitros nbnp2 reagent lot: 0510: biorad cardiac markers plus lt lot: 67710 vitros nbnp2 l2 result of 111.4 pg/ml versus the baseline mean of 199.0 pg/ml biorad cardiac markers plus lt lot: 67710 vitros nbnp2 l3 result of 1748.7 pg/ml versus the baseline mean of 2470 pg/ml vitros nbnp2 reagent lot: 0525: biorad cardiac markers plus lt lot: 67710 vitros nbnp2 l2 results of 131.7 and 128.3 pg/ml versus the baseline mean of 199.0 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros nbnp2 results were obtained when processing non-patient quality control fluids. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).